Manufacturer narrative:
Device code 3009 captures the reportable event of stent positioning issue. Patient code 3191 captures the required intervention to remove the stent. A hot axios delivery system was returned for analysis. A visual examination of the device noted that the stent was not received. The stent deployment hub was at step #2, the catheter hub was moved proximally, and the catheter lock was in the locked position. The yellow safety clip was not returned. No damage was noted to the nose cone, the outer sheath, or the polyimide inner. A functional evaluation was performed, and the catheter control hub was able to be advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The reported stent migration into the cyst and subsequent endoscopic intervention to remove the stent are known possible adverse events associated with the use of the hot axios stent and delivery system and are referenced in the hot axios directions for use (dfu). Therefore, a review and analysis of all available information indicated that the most probable root cause is known inherent risk of device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2019-00507 pertains to the first hot axios stent (15mmx10mm) and manufacturer report # 3005099803-2019-00508 pertains to the second hot axios stent (20mm x 10mm). It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2019. Reportedly, the patient had a large 10cm cyst adjacent to the body of the stomach, with the cyst wall <1mm from the stomach. According to the complainant, during the procedure, the first flange of the 15mm x 10mm stent was successfully deployed in the cyst cavity. The second flange was deployed after pulling back into the scope; however, during combined withdrawal of the scope and pushing of the system out of the scope, the entire stent was deployed inside the cyst cavity. A wire was then passed through the stent catheter into the cyst cavity and was looped for stability. A 20mm x 10mm hot axios stent was passed over the wire and deployed, but the same issue occurred. A 6cm x 10mm fully covered biliary metal stent was placed through the existing puncture site, and an 8cm 7fr double pigtail stent was placed through the biliary stent to complete the procedure. Reportedly, the cyst was draining well and was decompressed partially using suction under direct eus visualization. The physician plans to remove the two hot axios stents endoscopically once the patient's cyst has resolved. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2019-00507 pertains to the first hot axios stent (15mmx10mm) and manufacturer report # 3005099803-2019-00508 pertains to the second hot axios stent (20mm x 10mm). It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2019. Reportedly, the patient had a large 10cm cyst adjacent to the body of the stomach, with the cyst wall <1mm from the stomach. According to the complainant, during the procedure, the first flange of the 15mm x 10mm stent was successfully deployed in the cyst cavity. The second flange was deployed after pulling back into the scope; however, during combined withdrawal of the scope and pushing of the system out of the scope, the entire stent was deployed inside the cyst cavity. A wire was then passed through the stent catheter into the cyst cavity and was looped for stability. A 20mm x 10mm hot axios stent was passed over the wire and deployed, but the same issue occurred. A 6cm x 10mm fully covered biliary metal stent was placed through the existing puncture site, and an 8cm 7fr double pigtail stent was placed through the biliary stent to complete the procedure. Reportedly, the cyst was draining well and was decompressed partially using suction under direct eus visualization. The physician plans to remove the two hot axios stents endoscopically once the patient's cyst has resolved. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.